Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the wrong screw for the power cord wrap was received. The service manual lists the screw for the power cord wrap as the same number as the other power cord retainer screw yet they have different heads. Jerry stated the listed one is not a pan head and will punch through the brass snap is torqued to spec. There was no patient involvement.

Event description:
It was reported that the wrong screw for the power cord wrap was received. The service manual lists the screw for the power cord wrap as the same number as the other power cord retainer screw yet they have different heads. Jerry stated the listed one is not a pan head and will punch through the brass snap is torqued to spec. There was no patient involvement.

Manufacturer narrative:
A serial number was not provided therefore a review of the device history record cannot be performed. There is not enough information in the file to determine if a CAPA should be referenced. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support: escalated to c/a the manual may have an error. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi wrong screw for power cord wrap. Technical support: the service manual lists the screw for the power cord wrap as the same number as the other power cord retainer screw yet they have different heads. (B)(6) stated the listed one is not a pan head and will punch through the brass snap is torqued to spec. Escalated to c/a the manual may have an error. A serial number was not provided therefore a review of the device history record cannot be performed.